Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An afx bifurcated stent graft system was implanted to treat an abdominal aortic aneurysm. Patient returned for unknown reason where a disconnection of the main body and the cuff was identified. A re-intervention is planned at a later date. As of the date of this report, no additional patient sequelae has been reported.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, a clinical evaluation was not able to be completed. A clinical assessment was required, but no medical information was provided. The clinical assessment was based upon the reported event, associated clinical harms for this event included: type iiia endoleak and a secondary endovascular procedure. The event devices remain implanted in the patient and were not available for further evaluation. The review of the manufacturing lot confirmed all devices met specifications prior to release. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3a endoleak. The root causes have been identified as; 1. Patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; patient conditions including disease progression or anatomical changes post implant; off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type 3a endoleak events; sizing guidance and instructions were updated in the IFU and released on (B)(6) 2015, field training was completed by (B)(6) 2015. Since the corrective actions were implemented the type 3a events have been reduced significantly and are well within the acceptable range per our risk assessment. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Event description:
Additional information received. The patient was initially implanted with a bifurcated stent, a suprarenal aortic extension and two limb extensions. On (B)(6) 2017 the physician elected to implant a nellix aneurysm sealing system to repair the type 3a endoleak with component separation. At the completion of the secondary procedure the patient is reported to be in stable condition. There have been no additional adverse events reported for this patient.